Event description:
It was reported the patient had to return to the hospital the night after implant due to complications related to the implant surgery. It was stated the patient was going to remain in the hospital for three or four nights. It was noted ¿they suspect complications due to an infected kidney the patient had prior to implant¿. The patient was in a tremendous amount of pain. It was also reported the patient developed paralysis in both legs three days after implant. It was stated the patient was not able to move their legs. It was also stated the entire system was explanted following a CT scan. It was also reported the day after explant the patient was wiggling her toes.

Manufacturer narrative:
Evaluation: analysis of the implantable neurostimulator found "no anomaly." Analysis of the lead found the product was "cut through" and "segmented." Analysis of both anchors found they had "no anomalies."

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3550-39, lot# n377479, implanted: (B)(6) 2013, product type accessory; product ID 3550-39, product type accessory. (B)(4).